Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including power on testing with known good test battery and stress testing without duplicating the report. The battery used was not returned as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.